Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 38 mg/dl at the time of incident and treated with food. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Troubleshooting advised customer to change the entire set, reservoir and insulin. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues.